Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer was requesting for additional security measures that can be implemented on a patient controlled analgesia (pca) pump module lock. It was later reported that the customer had discovered a patient who had a key which had been seen and documented on their chart. For this patient, a new pca pump module with dilaudid 30mg/ml was hung at 2044 with a one hour limit of 2.8mg. Upon a nurse check at ~2230, it was noted that the patient was sleepy and the pca pump module had been moved closer. The rn noted that out of the initial 30ml, only 13.8ml was remaining. The patient received no reversal agent and the pca pump module remaining medication was wasted.